Manufacturer narrative:
The quality investigation is complete. Blade was discarded.

Event description:
It was reported that during a surgical procedure, while cutting through the patient's sternum, the blade broke and the blade guard bent. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer for evaluation.

Event description:
It was reported that during a surgical procedure, while cutting through the patient&#38112;sternum, the blade broke and the blade guard bent. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.